Event description:
The customer called and reported she visited the emergency room as a result of unexplained high blood glucose of 386 mg/dl. The customer had a fever, was sweating, not feeling well, and could not get blood glucose under control. Customer received chest x-ray, computerized tomography scan, blood work, and a urine test. She was also treated with antibiotics and aspirin for fever. Infection was ruled out. Customer was also treated with insulin, which brought her blood glucose down. Troubleshooting was performed with the insulin pump. It was found the insulin pump was not reflecting a 7.5 unit bolus customer had taken on the date of this report, but instead showed 3.8 units. Customer was advised to program a bolus into the air and reported the bolus appeared in the history. The high pressure test was passed the second time. It was advised to change entire set, reservoir, and insulin and treat. Customer was advised the device would be replaced and agreed to return it for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.